Event description:
It was reported that a user experienced intermittent signal loss with a dexcom g7 continuous glucose monitor, accompanied by a ¿dosing stops in 58 minutes¿ alert, and the user believed the sensor wear time was near the 10-day limit. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the sensor following troubleshooting and education. Investigation included user interview and device-use troubleshooting. Investigation of this case revealed that signal loss occurred with the responsible device not identified. It was concluded that replacing the g7 sensor and pairing a new unit was appropriate, with instructions to call back if issues persisted.